Event description:
A report was received that the patient underwent an ipg explant procedure due to a burning discomfort at the ipg pocket site. Device malfunction was not suspected.

Event description:
A report was received that the patient underwent an ipg explant procedure due to a burning discomfort at the ipg pocket site. Device malfunction was not suspected.

Manufacturer narrative:
Device evaluation indicated that the returned ipg passed all tests performed and revealed no anomalies. The source of the complaint could not be determined.

Event description:
A report was received that the patient underwent an ipg explant procedure due to a burning discomfort at the ipg pocket site. Device malfunction was not suspected.

Manufacturer narrative:
Additional information was received that the physician did not believe the burning discomfort was related to the device.